Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two other similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00185 and 2243441-2017-00186. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal evolution device. The following information was provided by the user facility: the reporter mentioned that physicians are stating the button that releases the suture so that it is visible to cut is malfunctioning. Physicians state that the button does not depress and they have to pull very hard to expose the suture after several attempts at depressing the button. It was reported that hemostasis was obtained. The issue allegedly lies within the button release. It was reported that the patient is stable. Hemostasis was achieved by the evolution. Additional information was received on 10/11/17. Hemostasis was achieved by the device. The patient was not effected.